Event description:
It was reported that all the lights were "blinking" and would not stop on the remote monitor. The monitor had just sent a successful transmission. Troubleshooting steps were taken. The monitor will be returned. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that all the lights were "blinking" and would not stop on the remote monitor. The monitor had just sent a successful transmission. Troubleshooting steps were taken. The monitor will be returned. There were no reported patient complications as a result of this event. It was further reported that the monitor was returned.

Manufacturer narrative:
The analysis results were further reviewed. These test results meet the specification for the power supply (<(><<)>11.5vdc). The input range for the monitor is 6-9vdc. Under load, when connected to the monitor, the power supply voltage decreases. A loaded test was not performed and therefore it is unknown if the loaded voltage of these supplies is in the operating range. However, the supplies show no evidence of malfunction and meet the power supply specification. It is highly unlikely that these supplies caused the reported failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply output was out of specification high. Due to this condition, there was a potential for component damage.